Event description:
The customer notified siemens on (B)(6) 2014 that a patient's treatment had been delivered to the wrong location (3-6 cm deviation) for several fractions. Reportedly, restrict to translation in the rt therapist v4.3 sp1 does not reflect what the image is showing. The table shifts are not changing if the restrict to translation button is selected, which is incorrect.

Manufacturer narrative:
Siemens became aware of the reported event on november 25, 2014. This MDR is being mailed on december 23, 2014. The investigation is ongoing and a supplemental report will be submitted upon completion.